Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the generic cart controller (gcc) and the generic power distributor (gpd) involved with this complaint and completed the evaluation. Failure analysis (fa) investigations could not replicate nor confirm the customer reported complaint. Both the gcc and gpd boards were tested on the printed circuit assembly (pca) test system. The system started up without any error. The arms were moved intuitively, there was no steering issue on either arm. Also, ran 20x power cycles with these boards, and all passed. The boards remained on the test for 24 hours in normal operation, while testing other parts, they both performed without any anomalies. Upon visual inspection, the boards were in good condition. The complaint was not confirmed based on the field evaluation and failure analysis. No issue was found by either field evaluation or failure analysis. No problem was detected.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting arm not responsive, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not confirm the reported issue. The fse replaced the generic power distributor (gpd), generic cart controller (gcc), and surgeon's head sensor (shs) and transmitters to ensure proper system functionality. The fse also replaced worn grip pads. The system was tested and verified as ready for use. The complaint regarding arm not responsive was not confirmed based on the field evaluation. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer aborted to laparoscopic procedure after the start of the procedure due to arms not responsive. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. There was also a surgical delay of greater than 31 minutes (120 minutes) with an unknown total operative time.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the patient side cart (psc) arms were not steerable from the surgeon side cart (ssc). The intuitive surgical, inc. (Isi) technical support engineer (tse) noted that a user induced error could be excluded during troubleshooting. In view of the anesthesia time, the tse suggested a system reboot. After the reboot the problem persisted. There was no hint, error or warning message given by the system. A second reboot including flipping the circuit breakers, with emergency power off (epo), and reseating the instruments and camera resolved the issue temporarily. Then the issue reoccurred after the surgeon hit the foot pedal to steer the camera. The tse checked that the camera pedal and head sensor are working properly in the log files. The tse asked the customer to try another camera but after its replacement and reboot of the system, the problem persisted. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conversion did not result in increasing port size incision or adding additional ports, the ports used for the davinci procedure could be used. The patient tolerated the change in procedure well, and they will be discharged from the hospital on (B)(6), 2023. The total operation time was 6 hours and 5 minutes, it can be assumed that due to the attempt to repair the davinci with the help of the intuitive hotline and due to the change of the surgical procedure, an additional operation time of approximately 120 minutes was incurred. The system was checked before use and initially worked flawlessly for the first 45 minutes of surgery until the malfunction occurred. The reason why the da vinci procedure changed to laparoscopy is because the system did not work, and the malfunction could not be corrected even with the help of the intuitive hotline. The laparoscopy was completed successfully. The surgery was delayed by approximately 120 minutes. The patient had a normal postoperative outcome.